Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella rp for mechanical circulatory support. While on support, the purge was switched from d5 with 50 units of heparin to sodium bicarb due to drain to control bleeding. The patient received 13 packed red blood cells, 6 plasma, 2 platelets, and 2 cryo. In addition, there was oozing from the hemostatic valve as it appeared to be sunken in. The oozing from the oscor sheath and bleeding from chest were managed by the blood products, gauze and pressure dressing. The patient made a turn for the worse with the kidneys shutting down. The family withdrew care and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).